Manufacturer narrative:
Changes made from the initial report: updated the UDI number in section d4. Per investigation by the manufacturing site: at the breakage points of the cutting wire, it can be seen that both tapers run up to the break. This is a sign that the material in the cutting area has been stressed by prolonged use/high stress. As a result, the material became thinner, which led to the cutting loop breaking. Based on the given facts, we assume user error to be the cause for this issue. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that during a transurethral resection of prostate procedure on (B)(6) 2024, the cutting loop broke off inside of the patient. They were able to remove the broken piece using a bladder evacuator, and were able to complete the procedure using a back-up without any patient injury. This issue caused a delay of about 10 minutes to the case.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).